Event description:
Caller reported an occlusion alarm. Caller experienced multiple occlusion events, leading to blood glucose level reading as "high," a specific value was not provided. Customer addressed high blood glucose by using correction injection via mdi and changed the infusion set and cartridge to resume insulin. There was no need for assistance from a third party.